Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The reported event of the receiver being hot to touch was not confirmed. Therefore, a definitive root cause could not be determined. However, the receiver case was opened and the moisture detection sticker was activated confirming moisture damage. It should be noted that the dexcom continuous glucose monitoring system user's guide states "keep the receiver dry. Do not spill fluids on it or drop it into fluids."

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that his receiver felt hot to the touch on (B)(6) 2015. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).